Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the suprarenal extension migration and secondary endovascular procedure are unconfirmed. However, the clinical evaluation shows reasonable evidence to suggest a type iiib endoleak at the distal suprarenal extension graft occurred that were not included in the event as reported. The endoleak was discovered during review of the 111month post implant CT (computed tomography) scan. Procedure related harms, device, user, procedure or anatomy relatedness for the reported suprarenal extension migration could not be determined with the medical records available for review. However the type iiib endoleak was most likely device related due to the use of strata material. The final patient status was reported as being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply). Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Reference MFR. Report # 3008011247-2021-00014 for initial report to patient ID (B)(6), which was submitted with the incorrect cfn/fei #.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a routine follow up revealed a type iiib endoleak and implant migration of the proximal extension. The physician elected to treat the patient by implanting a zenith fenestrated (non-endologix) graft. The endoleak was successfully sealed and the patient is reportedly doing well. Reference MFR. Report # 3008011247-2021-00014 for initial report to patient ID (B)(6), which was submitted with the incorrect cfn/fei #.